Manufacturer narrative:
We are attempting to have the device returned. The investigation is ongoing, and we are continuing to try to get more information about the incident. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges that a patient was burned with our bipolar unit during an open neck procedure. The patient's trachea was burned.

Event description:
Complainant alleges that a patient was burned with our bipolar unit during an open neck procedure. The patient's trachea was burned, creating a hole in the trachea. The patient was left intubated in the ICU overnight."

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and many tests were performed including dimensional tests, hipot, and continuity tests, with no discrepancies found in relation to the established specifications. The DHR was checked, and no anomalies were found. The work instructions and drawings were reviewed, and no anomalies were found. This complaint could not be confirmed, and no root cause was able to be identified. If any additional relevant information is identified, it will be submitted in a supplemental report.